Event description:
The pt accidentally pulled the peg tube into the abdominal wall while in the nursing home. Gastroscopy was performed on 1/30/97. Physician stated "in the stomach, a large opening along the high anterior body wall with a gastrocutaneous fistula was noted". A new peg site was chosen. The physician stated the hole will close over on its own. One pt involved. The fistula reported by the physician may have been the original percutaneous tract formed during the placement of the original peg, and not the result of any pathology caused by the subject device. It may have been observed during the gastroscopy that was needed to find the new peg site. This event is being reported since the etiology of the fistula was unclear.